Event description:
It was reported that on (B)(6) 2026, a 30 mm amplatzer septal occluder was chosen for implant using an 12f amplatzer trevisio delivery system. Pre-procedural sizing was performed using transesophageal echocardiography (tee), which measured the defect at 26 mm. Based on this measurement, the physician elected to use a 30 mm device. During the first deployment attempt, the occluder¿s left atrial disc opened with a cobra head deformity. The physician retrieved the device, rinsed, and reloaded it. After reloading, the device initially appeared to return to a normal configuration. During the second deployment attempt, the cobra head deformity of the left disc reoccurred. The physician retrieved the device again, with a total of three retrieval attempts performed. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. Due to the repeated deformity, the physician decided to open a new 30mm amplatzer septal occluder of the same size . The replacement device was deployed successfully with no cobra head deformity observed. The asd closure was completed successfully. The patient remained hemodynamically stable throughout the procedure, and no adverse patient consequences were reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. An image was received from the field showing a cobra like deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.